Manufacturer narrative:
H10: for both of the reported malfunctions, a lot number was provided and the lot history reviews were completed. Both devices were returned for evaluation. For one of the reported malfunctions, a visual inspection found peeling outer layer throughout the length of the balloon. No frayed or unraveling fibers were identified on the balloon. Therefore, the investigation is confirmed for peeling outer layer. For the other reported event, a peeled outer layer was also identified throughout the balloon. The definitive root cause could not be established. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model cq75122j conquest pta balloon dilatation catheter experienced peeling. These reports were received from various sources. Of the two events, both involved patients with no impact or consequence as a result. Neither of the patients had their age, weight, or sex provided.

Manufacturer narrative:
For both of the reported events, the devices were returned to bd and are being evaluated. As the company is still investigating the issue at this time, there are no conclusions currently available. Acrum

Event description:
This report summarizes two malfunction events. A review of the events indicated that model cq75122j conquest pta balloon dilatation catheter experienced peeling. These reports were received from various sources. Of the two events, both involved patients with no impact or consequence as a result. Neither of the patients had their age, weight, or sex provided. Both of the cq75122j conquest pta balloon dilatation catheters were returned and are pending investigation.